Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd tubing set experienced component separation; leakage. The following information was provided by the initial reporter: the tubing fell out the bag and also reports of leaks. This isn¿t a matter of a defective product. We are taking a couple products not meant to be used together and making it work. We ultimately will need to pursue a solution that includes elements designed to function together, but we are currently doing our best to serve a very specific patient need. From what I understand there is a high likely hood that we will do this again in the future, so we need to work towards that solution, but in the interim it is not an option to wait until such products are available.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that an unspecified number of an unspecified bd tubing set experienced component separation; leakage. The following information was provided by the initial reporter: the tubing fell out the bag and also reports of leaks. This isn¿t a matter of a defective product. We are taking a couple products not meant to be used together and making it work. We ultimately will need to pursue a solution that includes elements designed to function together, but we are currently doing our best to serve a very specific patient need. From what I understand there is a high likely hood that we will do this again in the future, so we need to work towards that solution, but in the interim it is not an option to wait until such products are available.